Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16748. It was reported that the patient was seen in clinic for a routine follow-up. It was noted that during the device exchange for eri in 2015 the atrial lead was slightly low during that time and the rv lead impedance was normal and thresholds were high. The physician decided to reprogram and to continue using both leads. On (B)(6) 2019, the patient had an intrinsic rhythm of atrial fibrillation (af) with slow ventricular response. Atrial undersensing and inappropriate atrial pacing was noted. There was a high ventricular rate episode recorded which appeared to show atrial and ventricular noise and there was ventricular oversensing with ventricular pacing inhibition. On (B)(6) 2019 the physician could not get the atrial lead to pass completely through the introducer, the introducer looked like it may have been kinked. While removing the lead from the introducer, venous access was lost. The decision was made to use the current implanted atrial lead. The ventricular lead was capped. The patient was stable before during and after the procedure.